Manufacturer narrative:
Siemens filed an initial MDR 2527506-2019-00334 on 22-aug-2019. Additional information (10-sep-2019): siemens has reviewed the information provided and concludes that the data is consistent with instrument related issues with the potential cause related to inadequate sample mixing. Review of the instrument data showed multiple abnormal assay error flags supports mixer related issues. In addition, review of calcium quality control (qc) data showed imprecision and out of range recovery. A customer service engineer (cse) was dispatched and replaced the sample 2 (s2) mixer as well as the sample 2 (s2) and reagent 3 (r3) probes. The cse verified instrument performance by performing service methods with acceptable results. The issue was resolved by instrument maintenance and potential cause related to the s2 mixer. The customer has had no further issues related to this complaint. Replacement of the s2 mixer is part of normal maintenance/troubleshooting of the instrument. The instrument is performing within specification. No further evaluation of the device is required. Section h6 result code and conclusion code were updated to reflect the additional information. MDR 2517506-2019-00333_s1 was filed for this issue.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report the incident. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample 2 (s2) mixer, the sample 2 probe, cleaned the drains and inserts, and replaced a bent reagent 3 (r3) probe. Siemens is investigating. MDR 2517506-2019-00333 was filed for this event.

Event description:
A discordant high calcium repeat result was obtained on patient sample on a dimension vista 1500 instrument. The high result was considered discordant compared to the initial and auto repeat result. The discordant result was not reported to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant calcium results.